Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 90-183 mg/dl. Reportedly, customer believed the occlusions were infusion set related; however, this could not be confirmed. Customer changed the pump supplies to address the issue and switched the type of infusion set used.